Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred.the lesion was located in the severely calcified left circumflex artery. The 12mm x 3.00mm quantum apex balloon catheter was advanced to pre-dilate the lesion. The balloon was inflated once to 16 atms and ruptured. The procedure was completed with a different device.no patient complications were reported and the patient's status is good.